Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml e/t experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: broken syringe.

Event description:
It was reported that the syringe 20ml e/t experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
H.6. Investigation: one unused sample and one photo were provided to our quality team for investigation. Upon visual inspection of the product, damage is observed on the barrel and plunger nerve. A device history record review found no non-conformance's associated with this issue during production of lot 1905303. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Devices used to transport product within the manufacturing line is protected to avoid damaging the product. While we could not identify a direct issue, it was determined this incident likely occurred due to the product jamming within the manufacturing equipment.